Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2018-00793, reference MFR report#1627487-2018-00824. It was reported the patient experienced ineffective stimulation due to high impedance measurements on numerous lead contacts. Reportedly, reprogramming yielded adequate stimulation to the painful areas. However, the patient's requesting a complete system upgrade as the next course of action.

Event description:
Device 1 of 3. Reference MFR report#1627487-2018-00793. Reference MFR report#1627487-2018-00824. Additional follow-up information received identified surgical intervention was undertaken wherein the entire scs system was explanted and replaced with a new system including updated technology which resolved the issue.